Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and alleged insulin over-delivery. The customer treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 207 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the dat test at 0.08710 inches.